Manufacturer narrative:
Outcomes attributed to adverse event: other- bowel knicked. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding an implant used for spinal surgery. It was reported that intra-operatively, the implant broke when being inserted in the patient. Bowel was knicked while surgeon was pulling out the implant. The bowel was sutured, smaller implant was put in at the level the broken cage was explanted, and the patient was put on antibiotics and observed for any infection.

Manufacturer narrative:
Based on the confirmation that the product# 4986055 did not knick the bowel, ime and imf have been updated accordingly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative reported that implant did not knick the bowel, the instrument (tenaculum forceps) knicked the bowel. Pre-op diagnosis was degenerative disc disease and stenosis. There was a delay due to the bowel repair. A cage was put in at the level that was being operated on. After the bowel repair the remainder of the procedure was aborted and we rescheduled the additional level to be operated on at a later date. Patient healed from the bowel repair and the second operation was done on (B)(6) 2022 and was successful.